Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. The customer¿s report that the extension set was noted to come apart easily was not replicated and confirmed because the suspect set was not received. However, one of the 20029e associate sets was separated at the smallbore tubing/distal male luer engagement when received and two of the other 20029e associate sets separated at the microbore tubing/y-body valve engagement due to insufficient solvent. The other 8 20029e sets and the one model 10014916 set passed the leak test with no separation occurring. The 12 sets have been sent to manufacturing in mexico for further investigations.

Event description:
Per medwatch report: "the carefusion smartsite extension set was noted to come apart easily. We tested 11 sets from the same lot number and 5 out of 11 had this issue." The customer subsequently reported a single event where tubing separated during an infusion without patient harm. This patient event led the customer to evaluate other units of the same product they had on hand and to contact carefusion/bd when additional defective product was identified. The event product was not saved. The customer reported that the opened packages sent for investigation were not used on a patient.

Manufacturer narrative:
The customer¿s report that the extension set was noted to come apart easily was not confirmed. During the visual inspection on the 11 model 20029e sets the smallbore tubing was separated from the distal male luer on 1, on 2 others the smallbore tubing was separated from the y-body valve. The remaining 7 of the model 20029e and the 1 model 10014916 were inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to other components. No anomalies were observed. Ten of the eleven sets were in opened product packaging but there didn¿t appear to have been any fluids run through the sets prior to the inspected. One set was in an unopened sealed product package. Functional and pressure testing was performed and no leaks were observed. The root cause was not identified. The suspect product was not returned for investigation.